Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. During rewind motor has a grinding sound due to faulty motor assembly. Scratched lcd window, cracked display window corners,cracked reservoir tube lip. Drive support disk was inspected. No anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was performed. The device was returned for analysis.